Event description:
Boston scientific has become aware of the following event: surgery/catheter broke. Ivus catheter was advanced in to the lad and was proceeding to work onto the om. The om was ballooned and a cypher stent was deployed. The physician tried to pass the ivus and noticed it would not cross the stented area. The radiopaque tip got into the area, but would not cross. It was attempted to be withdrawn and met resistance. Under fluoroscopy, it was noticed that the stent was pulled proximally back into the artery. The physician did not lose wire location. The physician tried to pull the ivus out and the stent came into the cx. He deep throat the ivus catheter so stent would not go in the lm. The ivus was pulled on until it broke about 100mm to 120mm left in the cx, out to lm and aorta. Ballooned the artery and tried to push the ivus against the wall to continue flow. The patient was taken to surgery to remove the catheter.